Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter was unsure when the alleged issue began. The reporter stated that the patient obtained a blood glucose reading of 1000+mg/dl on the subject meter. The patient manages their diabetes with fixed doses of insulin. The reporter was unable/unwilling to answer if the patient made any changes to their usual diabetes management in response to the alleged issue. The reporter stated that the patient passed out on (B)(6) 2015. The reporter was unable/unwilling to answer if this occurred before or after the reported reading of 100+mg/dl. The reporter stated that the patient was hospitalized and treated with IV glucose, administered by an hcp. The reporter stated that the patient's blood glucose was tested on a hospital meter but could not recall the result obtained. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient suffered a serious injury requiring hcp treatment while using the subject meter.